Event description:
This lead was capped and replaced due to high impedance readings, greater than 3200. There were no adverse events reported for the pt. Should additional info be received, this file will be updated.